Event description:
Tampons falling apart [device breakage]. The last two I have pulled out have had to be pulled out in pieces of cotton- tampon [complication of device removal]. Case description: consumer reported via email that the tampons are falling apart. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons falling apart [device breakage]. The last two I have pulled out have had to be pulled out in pieces of cotton- tampon [complication of device removal]. Case description: consumer reported via email that the tampons are falling apart. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.